Event description:
This lead was implanted on (B)(6) 2003 and remains implanted up to this date. A call to technical services placed on 4/28/2013, states that this lead has high right ventricular pacing impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).